Manufacturer narrative:
(B)(4). Additional info: yielded jaws. Evaluation summary: based on the analysis finding of ejected clips, this event is reportable as a malfunction, the instrument was received with the jaws yielded. The instrument was cycled and fired the remaining (B)(4) clips ejected due to the condition of the jaws. During analysis, device clips were fed properly and were not dropping from the jaws. The instrument locked out as intended. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during a laparoscopic cholangiogram procedure, the clips were falling out of the device. Another device was opened and procedure finished without any pt consequence.